Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling the cartridge with insulin. Reportedly, the customer changed the syringe needle and was able to successfully fill the cartridge. Customer's blood glucose level was 150 mg/dl.